Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 4dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the tidal volume was sent to 500 ml but delivered a little over 100 ml. The device was in use at the time of the event. The patient began to "de-sat" and was placed on another ventilator. The patient suffered no harm. The event date was not specified; estimate used.

Manufacturer narrative:
MFR received date: 15 jan 2020. The sensor board was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. During analysis, no errors were generated and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 07dec2019. The manufacturer's field service engineer (fse) performed troubleshooting, pneumatics troubleshooting and preventative maintenance. The fse replaced the sensor board, analog board, oxygen sensor and air valve assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.